Manufacturer narrative:
A complaint history examination indicates there were six additional complaints associated with the lot for the reported issue. The sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A healthcare professional reported that the vitrectomy probe did not cut during a procedure. The condition of aspiration was unknown. The product was replaced and procedure complete with no patient harm. Additional information has been requested but not received.